Event description:
It was reported that the right ventricular (rv) capture management was indicating a high threshold, but it was not possible to duplicate the reading in the clinic. The rv capture management was programmed to monitor, and the rv output was reprogrammed. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.